Manufacturer narrative:
Device evaluation:follow-up report submitted to document device evaluation results.

Event description:
It was reported that during set up for a procedure it was discovered that the device's paddle was missing. No procedural delays or known impact to a patient were associated with the event.

Event description:
It was reported that during set up for a procedure it was discovered that the device's paddle was missing. No procedural delays or known impact to a patient were associated with the event.